Manufacturer narrative:
(B)(4), section d4 and h4: device 1: lot#: 2101396631; sn#: (B)(6); date of manufacturing: 19-nov-20; UDI: (B)(4). Device 1: lot#: 2101396631; sn#: (B)(6); date of manufacturing: 19-nov-20; UDI: (B)(4). Method: the complaint mr850 respiratory humidifiers were returned to the fisher & paykel healthcare (f&p) service center in germany where they were inspected by a trained f&p service technician. The units were serviced, and performance tested. Our investigation is based on the information provided by the f&p service technician. Results: performance testing of the complaint mr850 respiratory humidifiers confirmed that the audible alarm were not functioning. The units were repaired and returned to the customer after passing functional and electrical safety tests. Conclusion: we are unable to determine the cause of the reported event. Our mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the mr850 heater base. In addition, the product technical manual states that "all servicing procedures shall be followed by a humidifier functional test and an electrical safety test, to ensure proper operation". The mr850 is equipped with visual alarm indicators in addition to the audible alarm.

Event description:
A healthcare facility in latvia reported via a fisher and paykel healthcare (f&p) field representative, that the audible alarm of two mr850 respiratory humidifiers were not functioning. There was no patient involvement.

Manufacturer narrative:
(B)(4). Device 1: lot#: 2101396631; sn#: (B)(4); date of manufacturing: 19-nov-20; UDI: (B)(4). Device 1: lot#: 2101396631; sn#: (B)(4); date of manufacturing: 19-nov-20; UDI: (B)(4). The complaint mr850 respiratory humidifiers are currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in latvia reported via a fisher and paykel healthcare (f&p) field representative, that the audible alarm of two mr850 respiratory humidifiers were not functioning. There was no patient involvement.